Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the clips could not be closed and would not come off the medium-large clip applier after activation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 3-jun-2022 and obtained the following additional information: before use, the instrument was checked for integrity and no damage was found. The instrument was replaced immediately and there was no injury to the patient.

Manufacturer narrative:
Isi has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or procedure video was provided for review. A review of the instrument log for the instrument (pn 470327-12/lot # n10210712-0289) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system sl0757. The instrument had 52 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint "clips could not be closed and would not come off the clip applier¿. Failure analysis found the primary failure of severely bent grip tips to be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released during the clip test. The clip test was performed and passed on the first attempt. During the second attempt, the clip was properly closed but failed to release from one side of the clip groove due to the bent grip. This failure is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips with an offset > 0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h10/h11 for follow-up information.